Event description:
Straight saw attachment will not hold saw blade in place when sawing. Case type: tka; surgical delay: =15 minutes. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: yes, twice.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: straight saw attachment will not hold saw blade in place when sawing. Case type: tka, surgical delay: =15 minutes. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: yes, twice. Product inspection: inspection could not be performed because the product was not returned. Product history review: not performed as the lot number provided was not found in the inspection records. The part was not provided so as to check the lot number. Complaint history review: not performed as the lot number provided was not found in the inspection records. The part was not provided so as to check the lot number. Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Straight saw attachment will not hold saw blade in place when sawing. Case type: tka. Surgical delay: =15 minutes. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: yes, twice.